Event description:
Customer reported the power cord was split, hardware is missing, and paint is peeling off of the c-arm. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the c weldment, high voltage cable, and stickers. System operates as intended.